Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver ceased to function and a hyperglycemic event that occurred on (B)(6) 2016. Patient stated that during the first day of use with the receiver, it worked during the day but then that night became unresponsive. Due to the receiver not functioning, the patient used his wife's blood glucose (bg) meter for bg measurement. Patient's bg hit 1100mg/dl and he passed out. The patient's wife called the ambulance and the patient was taken to the hospital. While in the hospital, the patient was placed on an insulin drip. At the time of the hyperglycemic event, the receiver was not displaying any bg values. Patient reported feeling much better at the time of contact. No additional event or patient information was provided

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. A review of the downloaded data log found firmware and screen error alarms. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an interior inspection and confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective battery.